Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) it was reported that the braided wire on the external portion of the extension,the percutaneous extension in the lead kit. No symptoms were reported and no further complications were noted or anticipated